Event description:
The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. It was confirmed that the device battery status had reached elective replacement time (ert). Detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but it was depleting earlier than previously estimated.

Manufacturer narrative:
Once the device has been returned and analysis has been completed, this report will be updated.

Event description:
Boston scientific received information that during a patient follow up in may, the estimated longevity was 1.5 years with a magnet rate of 100. At the next follow up 6 months later, the device was at elective replacement time (ert) with a magnet rate of 85. The estimated longevity was listed as less than six months. There is a concern that the battery was depleting earlier than expected. The device was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.